Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/15/2024 it was reported by a sales representative via email that an ar-2324pslc peek-swivelock c anchor was warped. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Correction: h1 to n/a. Additional information: b5, h3, h6. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information received on 10/30/2024: the ar-2324pslc peek-swivelock c anchor was found warped upon opening the package; it did not break in the patient. The case was completed using another ar-2324pslc peek-swivelock c anchor. The case was not delayed, and additional anesthesia was not needed. This was discovered during a meniscal repair procedure.